Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing was observed on the device due to myopotential oversensing. Upon further follow up, the non-sustained right ventricular oversensing was due to myopotentials and post-paced t-wave oversensing. Reprogramming resolved the myopotential oversensing. Further reprogramming has been suggested to resolve the post-paced t-wave oversensing. The patient was stable. Related MFR: 2938836-2017-24264.